Event description:
Information was received from a friend/family member regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported the patient was having issues with their implant and caller didn't recall event date. Caller stated the implant was coming to an end and the patient wanted the implant removed. Caller didn't recall details of the message and caller also mentioned patient got another message that they didn't recall either. Patient was told the implant would last 4 years. Agent reviewed nonchargeable implant information and caller mentioned no one told them about the information. Patient was in severe pain for over the past week or two and they were doing everything they could including heating pads. Patient went to the little emergency room (ER) where they lived and they wouldn't do an x-ray or anything and the caller suggested to give the patient a shot to calm them down and maybe they could get a little relief but nothing was working so they pulled the device out for the back and the handset said that the implant was coming to an end. Patient had the implant turned all the way up. The patient was redirected to their healthcare provider to further address the issue. Agent provided nas phone number and emailed caller physician listings. Patient would have an appointment with their spine and joint pain management on (B)(6).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.